Manufacturer narrative:
H6: 2017 device code clarifier- failure to follow steps / instructions h6: 1494 device code clarifier- incorrect anatomy the device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot number was not reported. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The smc device was used in the superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is possible the IFU deviation contributed to the reported difficulties. The patient effects of occlusion, and pain are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The root cause of the malposition of the device cannot be determined. The treatments and patient effects are related to the circumstances of the procedure. In this case, it is possible, the difficulties were caused by a back wall stitch or a reaction of the vessel due to the circumstances of the procedure; however, these cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that on (B)(6) 2023 an arteriotomy closure of the right superficial femoral artery was achieved with a proglide device after an electrophysiology ablation interventional procedure using a 7f sheath. Reportedly, the next day, the patient reported pain. The patient was examined and it was found that their pedal pulses were low due to an occlusion. A vascular surgeon was called to cut down the proglide suture and treat the occlusion. The suture was found in the vessel [back wall stitch] and was removed. Manual suturing was used to reobtain hemostasis. No additional information was provided.